Event description:
It was reported the extension had impedance measurements higher than 10 ,000 ohms. It was stated the extension was reconnected three times and was "no good with high impedances." It was noted the patient's extension was changed during the implant surgery. The patient's outcome was reported as alive with no injury or adverse event and it was stated there were no patient symptoms or injuries related to this event. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4).